Manufacturer narrative:
Subsequent follow-up with the reporter, additional information was received. The reporter stated that the serial number on the device was (B)(4) but later on clarified that the technician might have improperly checked it on the device. The reporter stated that the device will be returned for evaluation. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified craniotomy surgical procedure, it was observed that the motor device was leaking oil. According to the reporter, there were no visible holes or tears on the device. As a result, there was a one or two minute delay to the surgical procedure. An identical spare device was available for use and the procedure was completed successfully. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was confirmed as (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device hose was oily and the exterior was leaking oil. Therefore, the reported condition was confirmed. It was noted that the device passed all other operational specifications. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.